Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture is likely to cause or contribute to pt injury. Device issue: balloon rupture. It was reported that the target lesion was in the distal rca with mild tortuosity, moderate calcification and 90% stenosis. Another company's guide wire did not cross the lesion and was changed to a new guide wire that crossed. The voyager was then delivered and inflated; however, it ruptured at the first inflation at 9 atm. The voyager was changed to another company's balloon and a vision stent was deployed at the lesion. The procedure was completed, with no effect to the pt. No additional event or pt info is available.

Manufacturer narrative:
(B) (4). (B) (4). Results and conclusion summation - product performance engineering determined that balloon ruptures can be affected by numerous factors including, balloon damage, materials, interactions with other devices, previously implanted stents, calcification and tortuosity, or insufficient prep. The lesion was mildly tortuous, moderately calcified and 90% stenosed, which likely contributed to the difficulties experienced. Based on the info received with this complaint, the reported balloon rupture appears to be related to circumstances of the procedure and not a product quality deficiency.